Manufacturer narrative:
All available information was investigated, and the reported issues were not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and reported unintended movement (clip open - efaa) and unintended movement (lock lever movement) or recoiling could not be confirmed during returned device analysis. In the absence of a confirmed failure mode a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: us0108-81. This is filed to report lock lever movement. It was reported that during device preparation of the clip delivery system (cds0701-ntw 91109u129), after closing the clip to 60 degrees, the lock lever started to recoil. Soon after, the clip opened and failed to establish final arm angle (efaa). Troubleshooting was performed, but the only way the clip stayed closed was by applying constant pressure to the lock lever. The physician decided to not use the clip delivery system. There was no patient involvement. No additional information was provided regarding this device issue.